Event description:
New information received notes reoccurrence of noise on the patient's right ventricular lead. No intervention or patient symptoms was reported.

Event description:
It was reported that the patient's right ventricular lead exhibited episodes of noise. No intervention was performed and no patient condition or further information could be obtained.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information indicates that the right ventricular lead was explanted and replaced with a leadless pacemaker due to noise oversensing. No information regarding the patient¿s condition or additional details could be obtained.